Event description:
Received call today from (B)(6) patient. She is the clinician's patient. Said her pump was alarming this morning and now has stopped. Was due for a refill and went to get refilled at the office this week. Because she did not have her copayment was told to come back when she did. She told me that she had a combination of drugs in her pump, which included baclofen and clonidine. They were going to send in a prescription for oral medication to cover her. She asked about the alarm and I informed her that we could not determine if there was a problem with her pump or if it was just empty without the clinician interrogating the pump. I told her that if the pump was empty for a short period of time that the pump should be fine but that she needed to make sure she was covered with oral medication to prevent withdrawal. She was waiting for a call back from the clinician's office. She was already exhibiting symptoms. She expressed dissatisfaction with the clinician. I told her that if she found another physician that was willing to take over her care we would train them on the medstream pump. She called me back within the hour. She was told by a woman from the office that the clinician has discharged her from the practice, was refusing to write any scripts for her and suggested she go to the ER. I again told her that was the best course of action for now with her withdrawal symptoms, until she can find a new physician. No further information is available at this time. (B)(4) 2015 per rep: 1) please provide the customer account number. There is none. This is a patient. 2) please provide the part number. As per my detail below (B)(4). Can provide that information. 3) is the pump being returned? Still in patient. 4) if the pump was revised please provide, if possible, the implant and explant dates. N/a. 5) what actions were a result of this incident? None on our part at this time.

Manufacturer narrative:
(B)(4). It has been communicated that the device is not available for evaluation. Without the device it is not possible for codman to conduct a proper investigation. Since a lot number has been provided a review of the manufacturing records will be reviewed. We anticipate that the evaluation will reveal that the device conformed to specifications prior to release. If anything otherwise is found then a follow up report will be filed. If at some point the device does become available, this complaint will be re-opened, evaluated and a follow up report will be filed. Trends will be monitored for this and similar complaints. At the present time this complaint is considered closed. Device not available.

Manufacturer narrative:
(B)(4). It has been communicated that the device is not available for evaluation. Without the device it is not possible for codman to conduct a proper investigation. Since a lot number has been provided a review of the manufacturing records have been conducted and they revealed that the device conformed to all manufacturing and quality testing/inspection specifications prior to being released to stock. If at some point the device is returned for evaluation this complaint will be re-opened and investigated. Based on this evaluation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.